Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Event description:
It was reported that the trusystem 7000 u (dv) had an issue, table shut off in the middle of a surgery while in the trendelenburg position. There was no patient/user injury, medical intervention, symptom, or adverse event reported.